Event description:
Pt alleges receiving breast implants on 10/28/81. Pt also alleges experiencing problems beginning in approx 1992, including chronic fatigue, tingling "pins and needles", numbness and rheumatic syndrome. Pt also alleges a lump, low platelets and a ruptured implant in 1993. Pt had removal of her right implant on 3/2/93 and removal of her left implant on 2/2/94. Physician's note confirms pt's right prosthesis was ruptured with an associated silicone granuloma and that pt's left implant was removed for symmetry.